Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. The patient started radiation therapy on (B)(6) 2022 and finished on (B)(6) 2022. On (B)(6) 2023, the patient was diagnosed with a fistula, that was diagnosed with an abdominopelvic computed tomography (CT) scan and urethrogram. The patient was diagnosed with sepsis after clinical assessments and laboratory findings of blood and urinary cultures. The patient has been hospitalized three times since he got diagnosed. The patient has required antibiotic therapy, colostomy and suprapubic catheterization (sp) placement. The sepsis is reported resolved at the time of this reported, but the fistula is reported ongoing.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e0306 captures the reportable event of sepsis. Patient code e2314 captures the reportable event of fistula.